Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08aug19. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator that did not generate a patient disconnect alarm, nor was airflow weakened, when the circuit was detached during pre-check. No patient involvement / harm.

Event description:
The customer reported a ventilator that did not generate a patient disconnect alarm, nor was airflow weakened, when the circuit was detached during pre-check. No patient involvement / harm.

Manufacturer narrative:
MFR received date: 13sep2019. The manufacturer's field service engineer could neither confirm, nor duplicate, the reported problem. The manufacturer's field service engineer performed functional testing upon the ventilator, but the reported anomaly was not found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.